Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The control board was replaced to resolve the reported issue. Customer contact reports no patient information available. UDI # (B)(4).

Event description:
The hospital reported a system failure alarm that causes a loss of mechanical ventilation. The patient was manually ventilated and unit replaced. There was no report of patient injury.